Manufacturer narrative:
The device has not been returned for analysis at this time. Additional information will be submitted when the device is received, and if additional information is received and requires reporting.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the cordless driver exhibited leaking symptoms; an oily substance was found around the trigger housing and the rear cover of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the cordless driver exhibited leaking symptoms; an oily substance was found around the trigger housing and the rear cover of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, a foreign substance was found in the housing. Potential causes for fluid leaks are cleaning habits by the user, such as improper draining.